Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient reports cobalt poisoning and will need to be revised. Additional medical records indicate that the patient presented with ongoing right hip pain due to tendonitis, bursitis, and trunnionosis. Records confirm elevated serum cobalt levels. Patient also alleges leg weakness, difficulty performing daily activities of living and several months of physical therapy. Further, the patient underwent an aspiration/injection which did not provide any pain relief. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 5036966 lot# 96771058 palacos cement x2. Cat# 20103606 lot# 66073141 36mm i.d. Size f neutral liner. Cat# 650-0662 lot# 3165563 delta ceramic fem hd 36/+3mm. Cat# 00785901000 lot# 65918413 distal centralizer 10 mm o.d. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs identified the following: patient had an initial right tha. Operative report suggests no intraoperative complications. Contributing factor was osteoarthritis. Patient presented to doctor with bilateral leg pain. X-rays show normal alignment. Assessment notes lumbar radiculopathy and tendonitis. Aspiration performed for hip pain, effusion and bursitis. Lab results provided states plasma cobalt chrome levels are elevated. Patient reported to zb that they have cobalt poisoning and will need to be revised. During follow-up patient states they are undergoing physiotherapy and aspiration/injection is not providing pain relief. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.